Event description:
Procedure: transurethral microwave therapy; anesthesia: general; preoperative diagnosis: benign prostatic hypertrophy; postoperative diagnosis: benign prostatic hypertrophy. Description: the pt was taken to the operating suite. Had been given a general anesthesia by dr. A catheter was then placed and the bladder drained. 50cc of fluid were then put into the bladder to allow visualization with the ultrasound. The prostaprobe catheter 2.5 was then inserted into the bladder. The balloon was inflated and proper position was identified with the use of ultrasound. At this time the transurethral microwave therapy procedure was carried out for approximately one hr. The position of the catheter, ureteral and rectal temperatures were monitored throughout the procedure. The pt received 206 kilojoules of energy and tolerated the procedure well and left the operating room suite in good condition.